Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, confirmed the reported issue occurred during a functional endoscopic sinus surgery (fess). The surgeon stated the issue was a user error and the inaccuracy was only "slightly" off. The surgeon noted there was no delay to the procedure. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative received a report from the site's operating room (or) staff that while in a functional endoscopic sinus surgery (fess), they experienced an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. The biomed representative was requested to investigate the scans coming from electronic picture archiving and communication systems (pacs). The medtronic technical services representative informed the site biomed representative that there may be more to their issue than singly the scans and the investigation should start with a system check-out performed by their medtronic field representative. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.